Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation of ¿the image is not displayed¿ was confirmed. It was determined that the phenomenon occurred due to defective patient board set. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and found to be due to a defective patient board. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite video system center had no image (vertical stripes in the image without image when connecting). There were no reports of patient harm or impact associated with the reported event.